Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reseated a cable in the axes controller setup (acu) to resolve the reported problem. The system was tested and verified as ready for use.

Event description:
It was reported that during a training/demo of the da vinci system, error 40067 occurred on universal surgical manipulator (usm) 3 and could not be resolved with troubleshooting at the time of the event. Errors were found in the log pointing to the distal setup joint and usm. There was no report of patient involvement.